Manufacturer narrative:
There is no additional information available for this event yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device had an e216 scope communication error. The socket of the device was wet. The error persisted even after using a dry scope and drying of the socket with gauze and canned air. There was no reported patient involvement.